Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and there were no physical damage or cosmetic issues observed. The data archive could not be retrieved for review due to system error message. The platform failed functional test due to system error (latched error 136 on apvision3) upon powering up; therefore, confirming the reported complaint. Further investigation determined that the processor board was found to be faulty. The processor board was replaced to remedy the system error fault. In addition, the brake gap had seized. The brake gap was un-seized and performed brake gap check and adjustment. The clutch plate was required to be deburred. The platform was subjected to the run_ in test using the 95% patient test fixture (large resuscitation test fixture) for approximately 25 minutes respectively, and did not replicate any of the user advisory or fault. In summary the customer's reported complaint was confirmed during functional testing. The root cause was determined to be a defective processor board. After replacing the processor board, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, the autopulse platform (s/n:(B)(4)) displayed "system error / revert to manual CPR " error message upon powering up. There was no patient involvement reported.